Event description:
Per the field clinical specialist (fcs), during a tavr procedure for a 20mm sapien 3 in the aortic position via transfemoral approach, the balloon burst during deployment. Post deployment of the valve the patient had central regurgitation. A second thv valve was deployed and worked fine initially, however patient was presenting high gradient. The operator post dilatated the valve and resulted in central regurgitation on angio. To resolve the issue the team elected to place a non-edwards valve.

Manufacturer narrative:
This is (3 of 3) manufacturer reports being submitted for this case. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, although the exact cause and source of the central leak cannot be determined, it is possible that procedural factors (delivery system fluid adjustments) may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
This is (3 of 3) manufacturer reports being submitted for this case. Please reference related manufacturer report no: "2015691-2022-03197" and "2015691-2022-03198".

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: added new information to h.6 type of investigation and investigation conclusions. Corrected: investigation findings. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: valve appears to be deployed low (valve likely malpositioned due to balloon burst). With contrast, jets appear from both side of the valve when leaflets are closed, indicating central leak. All inspections are conducted on 100% of the units. Per procedure, the sapien 3 ultra valve is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3 thv, pulmonic and pulmonic procedural training manual and no IFU/training deficiencies were identified. Prior to delivery, the valve must remain hydrated at all times and cannot be exposed to solutions other than its shipping storage solution and sterile physiologic rinsing solution. Valve leaflets mishandled or damaged during any part of the procedure will require replacement of the valve. Place the thv completely within the landing zone. Avoid positioning the distal (outflow) half of the thv within any residual stenosis which may affect proper leaflet function. Use different fluoroscopic views, if uncertain about positioning. Placement of the thv in the proximity of stenosis can result in thv movement during deployment. Post-deployment thv assessment. Assess the valve post-deployment using fluoroscopy. Withdraw the delivery system from the valve before assessing. Perform post angiogram with wire still in lv to assess: valve position and expansion, patency of coronary arteries and functional assessment of valve (ar, pvl, etc.). Perform pressure assessment. A risk assessment was performed on the reported event and reveal the following applicable items in the risk management worksheet as a potential cause that may lead to procedural delay. Potential hazard: position of thv with respect to landing zone. Hazardous situation: thv malpositioned, improperly expanded, and/or exhibiting central regurgitation, requiring intervention. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to position and deploy thv. The benefits of the device outweigh the risks associated with malpositioned or under expanded thv resulting in additional percutaneous intervention the complaint for deployed valve exhibits central regurgitation was confirmed from the returned imagery. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training manual revealed no inadequacies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, "the balloon burst during deployment. Post deployment of the valve the patient had central regurgitation." Review of imagery revealed that the valve was malpositioned (deployed low), which likely occurred due to balloon burst. Thv malposition can result in improper leaflet function due to leaflet overhang, leading to central regurgitation. As such, available information suggests that procedural factors (valve malpositioned) may have contributed to the complaint event. However, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified.

Event description:
Per the field clinical specialist (fcs), during a tavr procedure for a 20mm sapien 3 in the aortic position via transfemoral approach, the balloon burst during deployment. Post deployment of the valve the patient had central regurgitation. A second thv valve was deployed and worked fine initially, however patient was presenting high gradient. The operator post dilatated the valve and resulted in central regurgitation on angio. To resolve the issue the team elected to place a non-edwards valve.

Manufacturer narrative:
This is (3 of 3) manufacturer reports being submitted for this case. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, although the exact cause and source of the central leak cannot be determined, it is possible that procedural factors (delivery system fluid adjustments) may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.